Event description:
It was reported that during a low anterior resection, the device stapled and did not cut. The scrub mentioned the washer fell out of the device right out of the packaging. However the surgeon was not notified until after the stapler was fired. The area of anastomosis had to be cut out; a purse string suture with another stapler had to be used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.